Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a sore that was bleeding from the lifevest rubbing her skin. The patient's nurse agreed to remove the lifevest to allow the sore to heal. Follow up indicated that the sore improved.